Event description:
After 1-1/2 years of successful cochlear implant use, this pt is suspected to have received a blow to the head. Several of their implant's electrodes have short circulted over the last 2 to 3 months. Explantation/reimplantable surgery was successfully completed in 2005.